Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms which triggered a lead safety switch. Additionally, a signal artifact monitoring (sam) episode was stored on the atrial channel which had noise that was being oversensed which resulted in inappropriate atrial tachy response episodes. This was due to minute ventilation signal being oversensed. Boston scientific technical services recommended to bring the patient in for evaluation and test the ra lead to see if they can rule out a lead issue and to program the device to split configuration. The patient is not pacing dependent and has own underlying rhythm. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms which triggered a lead safety switch. Additionally, a signal artifact monitoring (sam) episode was stored on the atrial channel which had noise that was being oversensed which resulted in inappropriate atrial tachy response episodes. This was due to minute ventilation signal being oversensed. Boston scientific technical services recommended to bring the patient in for evaluation and test the ra lead to see if they can rule out a lead issue and to program the device to split configuration. The patient is not pacing dependent and has own underlying rhythm. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported. Additional information was received that this lead was explanted and returned for analysis details. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Detailed analysis confirmed that the outer conductor coil had a break approximately 19.4cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise, oversensing, and high pacing impedances were observation(s) that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms which triggered a lead safety switch. Additionally, a signal artifact monitoring (sam) episode was stored on the atrial channel which had noise that was being oversensed which resulted in inappropriate atrial tachy response episodes. This was due to minute ventilation signal being oversensed. Boston scientific technical services recommended to bring the patient in for evaluation and test the ra lead to see if they can rule out a lead issue and to program the device to split configuration. The patient is not pacing dependent and has own underlying rhythm. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported.